Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient (pt) had a laser procedure with the healthcare provider (hcp) two weeks ago to shrink their hemorrhoids and that helped but they still have the feeling of pressure and when they stand they feel like the hemorrhoids were going to fall out. The pt reported the device had helped them a lot with their fecal incontinence but they don't think they are getting the full effect; they used to have loose stool all the time and now they only had it once a day. The pt stated they would try each program and turn it up to strong/comfortable and leave it there for a few days and then see results. They thought they were doing it wrong because they were changing it at night after each day. The pt also noted they had a feeling of intermittent pressure in their bladder area and the stim was not for bladder, it was for bowel. The pt stated they would follow up with their hcp during their appointment on (B)(6) 2016. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information indicated that yes the patient has a long history of hemorrhoids dating back before implant, they are not considered related to the device or considered a direct cause of stimulation.